Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05146. Reference MFR. Report#: 1627487-2015-05147. The event date is unknown. It was reported that patient had been experiencing tenderness at the ipg and lead site. In turn, blood work and a CT scan were performed and the results came back negative. On (B)(6) 2015, the patient underwent a surgical exploratory procedure. Nothing significant was found during the procedure that was related to the patient's symptoms. As a result, the doctor chose to explant the patient's scs system.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05146. Reference MFR. Report#: 1627487-2015-05147.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results : the report for tenderness/discomfort could not be confirmed. No visual anomalies were observed that would have existed prior to explant nor could have contributed to the tenderness/discomfort reported. During functional testing it was found that the ucod test was not completed due to ¿no¿ output on channel one. The ipg was x-rayed and found to have a broken feed-through wire at channel one in the header. It was concluded that the broken feed-through wire is consistent with having occurred during the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.